Event description:
Trident ii tritanium cluster cup, inserting a 7030 6.5x40mm screw and it broke. We used another screw. Per response: "yes, approximately 30mm of the 40mm. Left it in as it wasn't proud to prevent liner from seating".

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.